Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 5.9 mmol/l at the time of incident. Customer stated that the insulin pump alarmed button error and the down and esc buttons stopped working. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and unable to confirm confirm if the time is advancing. Customer stated that the battery has been reinserted and insulin pump did not respond. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.